Manufacturer narrative:
No patient information provided as no patient was involved in this concern. (B)(6). Return requested. Replacement mvs interface shipped to site 07/05/2016. No parts have been received by manufacturer for analysis. On 07/06/2016 a medtronic representative performed an imaging system check-out, all areas passed. Umbilical cable replaced. System performed as intended. No further issues have been reported.

Event description:
A site representative reported that their imaging system pendant displayed the message "mvs connected not ready". The site user re-started the mobile view station (mvs) and image acquisition system (ias) three times, every time the pendant showed the same message. In trouble-shooting, the site user disconnected and reconnected the umbilical cable without success. There was no patient present when this issue was identified.